Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21496. It was reported, the pt's ((B)(6)) right occipital lead was superficial and may have eroded through the skin (not confirmed). The pt also received ineffective stimulation; however, the sjm rep was able to provide increased coverage via reprogramming. Surgical intervention will take place to address the issue.